Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, cracked and bleeding lcd glass, cracked end cap, moisture damage on the electronics and motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin was dropped and the insulin pump housing broke. The customer's blood glucose was unknown at the time of incident. The insulin pump was replaced and returned for analysis.